Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted on (B)(6) 2025. According to the patient, at around 11:30 am on (B)(6) 2025, the patient had breakfast and was feeling fine. No bg meter reading was tested and no cgm value was checked. Around 12:00 pm, the patient dozed off on the couch and became unresponsive. The patient¿s brother found him and called emergency medical services (ems). No cgm value was reported at this time. Once ems arrived, the patient¿s cgm was reading low, and the bg meter was reading 50 mg/dl. The patient was also regaining consciousness at the time of ems¿ arrival. Ems then treated the patient with an oral glucose medication and 2 cups of orange juice. By 12:30pm, the patient was feeling okay but could not recall his bg or cgm values at this time. There was no documentation that the patient was taken to the emergency room. The patient had a follow-up appointment with his endocrinologist on (B)(6) 2025 and was advised to discontinue all his routine diabetes medications, except for the metformin. At the time of follow-up, the patient¿s bg meter and cgm values were around 120 mg/dl, and the patient was feeling well. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.